Event description:
Revision surgery - patient's shoulder dislocated due to a fall.

Manufacturer narrative:
The reason for this revision surgery was the patient dislocated. The length of in vivo service was 6.7 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; summary of investigations: 3 for pain, 17 for stability, 9 for trauma and others not associated with product issues. This is the first complaint against this lot number. The root cause of the dislocation was reported as a fall. The surgeon reported no issues associated with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.